Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015 the pump and catheter with sutureless connector were returned to the manufacturer. The patient's medical history included cervical spinal cord injury and closed skull fracture with intracranial hemorrhage from falling from a roof, kidney stones, neuropathic pain, arthritis, asthma, deep venous thrombosis, leukopenia, thrombocytopenia, spasticity, and hypercholesteremia.

Manufacturer narrative:
Eval code-conclusion: after analysis and review, the previously reported code of was updated for catheter model 8578. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.

Manufacturer narrative:
Analysis of the catheter sutureless connector (sc) found c300. The connector had coring/tears/cuts in the seal that met the leak criteria per (B)(4). Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: accessory. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient hit his pump pocket on a pole outside of a gas station in (B)(6) 2014 and had felt some return of pain/pain at the device pocket, but stated that was ¿normal in winter for him so he didn¿t think anything of it.¿ the healthcare professional (hcp) found several more cc¿s than expected at refill on more than one occasion so the patient was referred for surgery for pump and potential catheter change. In the operating room, the sc connector was kinked at ¿greater than a 90° angle.¿ ¿several¿ suture loop ties were broken and the pump appeared to have rotated. The hcp believed this was what caused the kink in the connector. The pump and catheter connector were replaced. The pump logs were normal and the pump did not appear to have any damage. The issue was reportedly resolved and the patient was alive with no injury. The pump was used to infuse baclofen (compounded), dilaudid, and bupivacaine. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.